Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: investigators were unable to adequately investigate the alleged ¿intermittent power¿ complaint; during testing, the pump powered on with intact auditory and vibratory alerts to a persistent blank screen. The battery compartment was undamaged. The battery cap was not returned for investigation; a test battery cap was able to fit securely to the pump and to maintain electrical connection. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board. A technical analysis was performed and revealed an eeprom (electrically erasable programmable read-only memory) failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.